Event description:
Additional information was reported that the ins battery was dead, battery depletion. The patient had ins replacement surgery. The patient outcome was unknown.

Event description:
It was reported that patient was not able to adjust stimulation with the patient programmer. The display was showing a "call your doctor" icon. A power-on-reset (por) condition was reported to have started that day. No recent medical procedures were reported. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient had received assistance from a doctor or manufacturer's representative and her concerns were resolved. The patient did not have concerns with the device or therapy.

Manufacturer narrative:
Product ID: 3093-28, lot#: v108531, implanted: (B)(6) 2008; product type: lead, product ID: 3037, serial#: (B)(4), implanted: (B)(6) 2008; product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).